Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined a homechoice machine failed the return instrument test/evaluation (rite) earth leakage current test.

Manufacturer narrative:
(B)(4). The homechoice (hc) machine was returned and analyzed. The device failed the rite (returned instrument test evaluation) electrical test due to current leakage. Internal/external inspection revealed a damaged alternating current component printed circuit board (accomp pcb). The problem was confirmed during sample evaluation. The assignable cause of the reported condition was determined to be the damaged accomp pcb. The device was scrapped due to contamination. Should additional relevant information become available, a supplemental report will be submitted.